Event description:
The physician was treating a lesion in the rca, tortuosity in distal part, calcified, 85-90% stenosis. The stent was inspected prior to use with no issues noted. The lesion was pre-dilated with a balloon several times, max 16 atms. Resistance was encountered when advancing the stent due to the calcification present. Standard force was applied when trying to deliver the device during the procedure. The physician was unable to deploy the stent and removed the device. Inspection of the stent after the failed attempts to position revealed a deformation in the proximal part of the stent. There was resistance encountered when removing the undeployed stent. The stent was still on the balloon. A further attempt was made to implant another stent but this too failed and the procedure was stopped. No patient injury reported. Device evaluation: the distal tip was flared. A number of struts on the 1st and 4th proximal segments were raised and deformed. The remaining segments were intact. Cine image review: review of the procedural images confirm the presence of a calcified lesion in the rca. Numerous balloon inflation are performed. The images capture the attempted delivery of the stent.

Manufacturer narrative:
Evaluation, result: patient¿s condition affected effectiveness of device (tortuous, calcified, 85-90% stenosis); deformation problem (stent deformed); inherent risk of procedure (stent deformation). Conclusion: device failure related to patient condition (tortuous, calcified, 85-90% stenosis); known inherent risk of procedure (stent deformation). (B)(4).